Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found flooding of the camera head, water immersion in the camera cable, and image noise. Based on the results of the investigation, it is likely that the following led to the malfunction: poor contact of the camera cable and image noise: the camera cable is flooded, which may have caused the internal ccd to malfunction. Therefore, it is presumed that contact failure of the camera cable occurred, leading to the occurrence of image abnormality (noise). Water immersion in the camera cable and flooding of the main unit: since there was no watertight defect in the current product, the cause of the occurrence could not be identified based on the information obtained from this complaint and the investigation results. A device history record review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU) poor contact of camera cable IFU applicable sections the following statement is found in the "warning" section of the "storage" section of the instruction manual: "when wiping the outer surface of the camera cable, do not wipe the camera cable. When wiping the outer surface of the camera cable, do not rub the camera cable strongly. The camera cable may break. Water immersion in the camera cable IFU applicable part the following description is found in the instruction manual "precautions for cleaning, disinfection, and sterilization" and "warning" in "storage": ·this product should not be used with tweezers, disinfectors, or sterilizers. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk that the camera cable may be punctured and the electrical circuit inside the product may be destroyed due to water leakage. Flooding in the main unit imaging IFU applicable part the following statement is found in the "warning" section of the instruction manual "for safe use_endoscope image disappearance and freezing. Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electric circuits. Image noise IFU applicable part the following warning is found in the "warnings" section of the "instructions for use" section of the instruction manual: - the endoscopic images and functions are abnormal. If the endoscopic image or function is abnormal and returns to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had poor contact. It is unknown when the issue occurred. There were no reports of patient harm.